Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Device was received with a cracked o2 concentration, peep control and CPAP control knobs. There were cracked knobs. All caps were also missing. The tidal volume knob was not operating without rubbing on the battery compartment. The functional test used a test lung. The peep function alerts high pressure at max settings. Reset peep needs to be re-set. Peep and patient pressure cycling check calibrated peep and patient pressure cycling check needed to be calibrated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not holding peeps. It was also missing caps and knobs. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.